Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic sigmoid procedure. The circular staplers were being used for the c olorectal anastomosis. Fired three different circular staplers and had a leak on the anterior wall staple line all three times. The anvil could be tilted after firing. The surgical time was extended by more than thirty minutes to the product problem. Had to try another anastomosis and then when to ileostomy. There was unanticipated tissue loss as a result of the problem. The patient will need an additional operation to correct the issue. The patient outcome is reported as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic sigmoid procedure. The circular staplers were being used for the colorectal anastomosis. Fired three different circular staplers and had a leak on the anterior wall staple line all three times. The anvil could be tilted after firing. The surgical time was extended by more than thirty minutes to the product problem. Had to try another anastomosis and then when to ileostomy. There was unanticipated tissue loss as a result of the problem. Tissue was described as shredded. There was no patient injury.